Event description:
Procedure performed: ni. Event description: during specimen removal the surgeon felt a high amount of pressure and elasticity due to the large stone that was being removed. A tear along the seam of the bag occurred. The surgeon was trying not to expand the incision, and a fragment of the torn bag fell into patient but was successfully removed. Intervention: fragment of the torn bag fell into patient but was successfully removed. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as the bag was torn and fragmented. The fragment was successfully removed during the procedure but not returned for evaluation. Based on the condition of the returned unit and the description of the event, it is likely that the incision size was not adequately enlarged prior to specimen removal, resulting in excessive force exerted on the distal portion of the bag. The instructions for use (IFU) states, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." It is also likely that a sharp instrument or object came in contact with the specimen bag, causing the bag to fragment. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: ni. Event description: during specimen removal the surgeon felt a high amount of pressure and elasticity due to the large stone that was being removed. A tear along the seam of the bag occurred. The surgeon was trying not to expand the incision, and a fragment of the torn bag fell into patient but was successfully removed. Intervention: fragment of the torn bag fell into patient but was successfully removed. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.